Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2020 and before the implantation, the subject device was programmed to aai mode and automatic detection implantation was set to off. The pacing mode was then reprogrammed to ddd, the atrial polarity was set to bipolar configuration and this programming was validated. As soon as the programming was started, the position of the programming head was intentionally moved which interrupted the communication. The message: telemetry not found was displayed on the programmer screen. The operator selected no and the message: parameter not found was displayed. After pressing ok, the first message was again displayed then the message: programing failed. The user selected ok. The atrial polarity was in unipolar configuration; therefore, it was reprogrammed to bipolar configuration. The operator re-interrogated the device and a pop-up message was displayed requesting authorization to initialize the device. The user validated the message and the initialization lasted around 10 minutes. After the initialization, the pacing rate was displayed at 100% and the atrial polarity was found in unipolar configuration. Additionally, no ventricular lead was connected to the pacemaker but the ventricular lead impedance was displayed as over 3000 ohms. It was finally decided to implant another device.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, on (B)(6) 2020 and before the implantation, the subject device was programmed to aai mode and automatic detection implantation was set to off. The pacing mode was then reprogrammed to ddd, the atrial polarity was set to bipolar configuration and this programming was validated. As soon as the programming was started, the position of the programming head was intentionally moved which interrupted the communication. The message: telemetry not found was displayed on the programmer screen. The operator selected no and the message: parameter not found was displayed. After pressing ok, the first message was again displayed then the message: programing failed. The user selected ok. The atrial polarity was in unipolar configuration; therefore, it was reprogrammed to bipolar configuration. The operator re-interrogated the device and a pop-up message was displayed requesting authorization to initialize the device. The user validated the message and the initialization lasted around 10 minutes. After the initialization, the pacing rate was displayed at 100% and the atrial polarity was found in unipolar configuration. Additionally, no ventricular lead was connected to the pacemaker but the ventricular lead impedance was displayed as over 3000 ohms. It was finally decided to implant another device.

Event description:
Reportedly, on (B)(6)2020 and before the implantation, the subject device was programmed to aai mode and automatic detection implantation was set to off. The pacing mode was then reprogrammed to ddd, the atrial polarity was set to bipolar configuration and this programming was validated. As soon as the programming was started, the position of the programming head was intentionally moved which interrupted the communication. The message: telemetry not found was displayed on the programmer screen. The operator selected no and the message: parameter not found was displayed. After pressing ok, the first message was again displayed then the message: programing failed. The user selected ok. The atrial polarity was in unipolar configuration; therefore, it was reprogrammed to bipolar configuration. The operator re-interrogated the device and a pop-up message was displayed requesting authorization to initialize the device. The user validated the message and the initialization lasted around 10 minutes. After the initialization, the pacing rate was displayed at 100% and the atrial polarity was found in unipolar configuration. Additionally, no ventricular lead was connected to the pacemaker but the ventricular lead impedance was displayed as over 3000 ohms. It was finally decided to implant another device.

Manufacturer narrative:
Preliminary analysis confirmed the reported behavior and revealed that the device switched in standby mode due to telemetry errors. The device was then properly reinitialized.